Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device getting hot, causing noise, musty odor, and smoke from the motor. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacturer service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, the device was visually inspected and scrapped. There was no evidence of foam degradation found nor were foam particles visible.